Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out-of-range (oor) shock impedance and was detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and suggested that patient should perform patient initiated interrogation (pii) for further assessment of the lead before troubleshooting. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information received stated that the cause of the low, out-of-range (oor) shock impedance measurement was not determined and patient will be monitored.